Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 2 half height cubie drawers were failed and not detected on bus. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2 cubie was failed to open and device was not detected on bus. A field service engineer (fse) shut down the station, replaced two damaged retractor bands, secured all connections, and then rebooted the station. The system functioned as intended after the field service engineer repaired the device.